Event description:
Procedure: unk. According to the reporter: the pt reported that she started bleeding the day after surgery. It felt like her period but since her period ended just before surgery, she thinks it must have been caused by something else. Per the principal investigator, the relationship to device is unk/impossible to determine.

Manufacturer narrative:
(B)(4).